Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient hasn't charged in 5 years due to their spinal cord stimulator not helping him. No further complications were reported. No additional patient symptoms were reported.